Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed that the generator passed all functional tests prior to distribution.

Event description:
It was reported that the vns patient¿s device could not be interrogated during an office visit on (B)(6) 2014. It is unknown if the patient¿s device was at end of service. No known surgical interventions have occurred to date.